Manufacturer narrative:
(B)(4). Inconclusive - the needle has no visible defects. There are marks at the edge of the barrel of the needle; however, no suture remnant was noted inside the hole of the needle. The bottom of the hole is clearly visible. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2011 and suture was used. The needle detached from the suture during dispensing. Another like device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.